Event description:
It was reported that a patient, (B)(6)., female, underwent an atrioventricular nodal reentrant tachycardia procedure and suffered a complete heart block. The patient received 9-10 ablations and during the last ablation, the patient took a deep breath and ablation was stopped 1-2 seconds later. Isuprel was administered and after approximately 2-3 minutes, conduction restored intermittently. The patient¿s medical history is unknown. The patient did require hospitalization as a pacemaker was placed the following morning. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event was due by the significant patient movement during ablation.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate as lot # 16088636m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: stockert 70 rf generator us catalog # s7001 serial # (B)(4) product: carto® 3 system us catalog # fg540000 serial # (B)(4) product: fixed his curve us catalog # d1085413 lot # 16102699m (B)(4).